Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple drawers were failed and was not on bus, it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were off the bus. A field service engineer (fse) swapped the communication sled, which brought the drawers back online. The fse replaced the old communication sled and confirmed it worked even without the pyxibus cable. The fse then replaced the pyxibus cable and verified successful operation using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.